Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing as a result of exhibiting a high max error, indicative of a unit that is out of calibration. The reported event was not confirmed via review of the controller log files, since alarm files did not cover the reported event date. However, analysis of the data log files revealed occurrences of premature switching events near to the event date prior to the 25% threshold. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. An internal investigation has opened to evaluate these types of issues. The most likely root cause of the reported event cannot be conclusively determined. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a high priority alarm was logged for a battery. The battery was replaced. No patient complications have been reported as a result of this event.